Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion dated (B)(6) 2002) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. If additional information becomes available regarding the patient and/or the outcome, it will be provided via a follow-up medwatch report.

Event description:
Practitioner was instrumenting in apical third when she encountered a curve and possibly exerted a bit too much pressure; the instrument separated at that point. Approximately 3-4 mm of instrument was left. Doctor plans to schedule a follow-up visit for the patient.